Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had reported bluish color in urine. A tomography was performed and a decrease in the balloon was noticed. The device was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Blue and green discoloration was observed on the balloon shell. A valve test was performed and noted the flow of fluid was continuous and unobstructed. An air leak test was performed and leakage was observed. Under microscopic analysis, twenty openings were identified. Of those openings, five were observed on the radius of the shell, fourteen were observed on the posterior portion of the shell, and one was opposite the center patch. All openings were observed to have striated edges, which is consistent with device removal. Three non-penetrating nicks were observed on the shell. A piece of the shell, one inch in diameter, was missing from the opening opposite the center patch.